Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she felt her insulin pump was delivering too much insulin. The customer's blood glucose reading was 20 mg/dl last night, and the ambulance were called. The customer did not want to troubleshoot, and hung up the phone. Nothing further was reported.